Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Conclusion code: the analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it ejected one clip and it fed and formed one clip with gap; the instrument locked out as intended. No conclusion could be reached as to what may have caused the reported incident and the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video assisted thoracoscopic surgery (vats) procedure, the customer claims that the clips did not load properly when the surgeon pulled the trigger. Another like device was used to complete the procedure. There were no adverse consequences for the patient.